Event description:
(B)(4). Severe pain and increased menstrual flow since placement in (B)(6) 2015. Allergy to nickel blisters on hands skin itching. Severe headaches all the time. Continuous nausea feeling daily. Metal taste in mouth. Severe muscle cramps. Memory lapses. Brain fog. Poor coordination. Fatigue. Loss of interest in sex. Painful intercourse when I do which is seldom. Hip pain. Joint pain. Tooth loss. Weight gain.